Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. This event was likely due to patient and/or procedural related factors. The subject device could not be returned as it remains implanted within the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 29mm 11000a pericardial aortic valve implanted for three (3) years, seven (7) months has exhibited valve thrombosis. Per received medical records, follow-up tte was performed at an implant duration of four (4) years. Echocardiogram revealed trace intravalvular regurgitation present on the aortic valve with probable mild aortic stenosis. The patient is a (B)(6) year-old male with history of bicuspid native aortic valve, thoracic aortic aneurysm, aaa. Per updated crf and sd received: 4 year f/u visit (B)(6) 2019, patient is active with no cp/sob, no mention of thrombus or treatment. Echo show valve is well-seated with probable mild aortic stenosis. Per crf patient was treated with coumadin. Cta of the chest shows increase size of an infrarenal aaa measuring 5.3 cm with extensive eccentric mural thrombus, no dissection and stable thoracic aneurysm ((B)(6) 2019).